Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable connector was cut off of the trunk cable, preventing the electrode belt from connecting to a monitor. The root cause for the severed connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt failed incoming functionality testing.